Event description:
A dist contacted zoll on (B)(6) 2015 to report that a (B)(6) female pt formed blisters under her back therapy electrode pads in the middle of her back. The pt reported having very sensitive skin and the patient's blisters opened. Follow-up indicated that the pt no longer had blisters. It was unable to be determined if medical intervention was necessary to treat the blisters.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.